Manufacturer narrative:
It was reported that on (B)(6) 2025 while "drawing up saline" the customer said that it was "very hard to inject/plunge" the syringe. The customer said that there was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 while "drawing up saline" the customer said that it was "very hard to inject/plunge" the syringe. The customer said that there was no patient involvement.